Event description:
On (B)(6) 2004, this pt was implanted with gore bifurcated aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2010, the pt presented to the emergency room. A CT scan revealed aneurysm enlargement without evidence of an endoleak. On (B)(6) 2010, the pt underwent endovascular repair to reline the devices. The pt was implanted with an aortic extended component and two iliac extender components. The pt tolerated the procedure and no further complications have been report.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.